Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 464 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 0.5 manual prime and insulin did exit but alarmed during manual prime. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.